Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted log files confirmed the report of low flow alarms, a specific cause for these events could not be conclusively determined. The evaluation of heartmate 3 lvas, did not reveal any device-related issues. A direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The submitted log files captured calculated flow ranging from 3.5 lpm to 4.7 lpm on (B)(6) 2019 from 7:12:43 am through 4:34:23 pm. Beginning on (B)(6) 2019 at 4:34:38 pm, the log file captured transient low flow alarms, associated with the calculated flow decreasing below the low flow hazard threshold of 2.5 lpm. Calculated flow ranged between 1.4 lpm and 4.1 lpm throughout the remainder of the data. Despite the decrease in calculated flow, the pump appeared to have functioned as intended at the set speed throughout the duration of the submitted data. The pump was returned assembled with the pump cable severed approximately 6.5¿ from the pump header. The modular cable and the remainder of the pump cable were not returned. The sealed outflow graft and the apical cuff were not returned; however, the outflow graft clip was returned with the device. Upon disassembly of the returned pump, depositions of tissue-like coagulated blood mixed with loosely coagulated blood were observed in the pump cover. Additionally, depositions of loosely coagulated blood were observed in the inflow cannula. These depositions did not reveal evidence of laminated layering or adherence, indicating that they were likely not present while the pump was supporting the patient. These depositions appeared to be the result of poor surface washing due to blood remaining in the device post-explant, consistent with the report of care being withdrawn prior to the patient¿s expiration. Visual inspection of the blood-contacting surfaces did not reveal any depositions or thrombus formations that would have contributed to a flow or functional issue. Additionally, visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The lvad log files retrieved from the pump revealed that the pump appeared to have functioned as intended prior to withdrawal of care. The pump was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The heartmate 3 lvas IFU lists arterial non-central nervous system thromboembolism, right heart failure, and various forms of organ failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient was brought to the hospital after losing consciousness and having low flow alarms. Upon ems arrival, the patient was found unconscious and the device continued to have low flow alarms while in route to the hospital. IV fluids were initiated and mean arterial pressure was in the 70s. The patient was admitted and inotropes and rvad support was initiated. Further assessment determined clot present in aortic root. The patient continued to decompensate and care was withdrawn. The patient expired. During log file analysis, low flow events were confirmed on (B)(6) 2019. No further information was provided.